Event description:
It was reported that the device reached early eol. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork. The reported premature battery depletion was confirmed in the laboratory after performing longevity calculations. Device was tested on the bench and no sources of high current were found. The cause of the premature battery depletion could not be determined.